Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation and difficulties removing the guide wire were able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a mildly tortuous and moderately calcified superficial femoral artery. A 6.0 x 80 mm absolute pro was advanced and deployed. When removing the device, the tip of the absolute stuck on the guide wire and the tip separated. The tip remained on the guide wire and was easily removed. To complete the procedure, post-dilatation was performed with a foxcross balloon catheter. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device has been returned for evaluation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.